Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04075. It was reported that the patient experienced ineffective stimulation. Reprogramming was unable to restore effective stimulation. Previously the patient had surgical intervention pending to remove the system (related manufacturer reference numbers 1627487-2013-05474, 1627487-2013-05479), however no information was provided at that time. Additional information received stated that the patient underwent surgical intervention on 1 mar 2013 wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.